Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced as a precautionary measure. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral main circuit board had a leaky super capacitor there was no patient harm or serious injury reported as a result of this incident.